Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients right spinal cord stimulation (scs) lead migrated as revealed via x-ray. The patient underwent a lead replacement procedure. The explanted device will not be available for return.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7072297 UDI: (B)(4).

Event description:
It was reported that the patients right spinal cord stimulation (scs) lead migrated as revealed via x-ray. The patient underwent a lead replacement procedure. The explanted device will not be available for return.